Event description:
There was an allegation of questionable high hemoglobin a1c results for qc material and patient samples from the cobas 8000 cobas c 502 module. The samples were repeated on another analyzer. Patient 1 initial result was 7.2 % and the repeat result was 6.2 %. Patient 2 initial result was 17.4 % and the repeat result was 14.6 %. The questionable results were reported outside of the laboratory. The reagent lot number was 629598. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer found the sample probe was not retracting when bottoming out causing the sample probe to stay slightly in the abnormal descent position and the reagent probe was bent slightly and not aspirating properly. He replaced the reagent probe and adjusted the sample probe cover. He performed service software adjustments and mechanism checks. The customer ran calibration and qc which were successful. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.